Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and reviewing of manufacturing records, it was presumed that the polymer jacket could be damaged when it became trapped likely in the lesion. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, it was unable to completely rule out potentiality that some fragment(s) of the polymer jacket could be left in the patient as the device evaluation was unable to be performed. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the polymer jacket of an asahi regalia xs 1.0 guide wire peeled off during a ppi to treat a 90-99% occlusion in the sfa. The guide wire was used with support of a non-asahi microcatheter when the physician felt the devices were stuck on one another. The guide wire was removed from the vessel when peeling of the polymer jacket was noted. A new guide wire was used to resume the procedure. The ppi was successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with peeling of the polymer jacket.